Event description:
It was reported that a pericardial effusion and a cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but did not meet release criteria. The physician replaced this device with the same sized device and deployed the new device in the laa. After the second closure device was deployed in the laa the physician noted that there was a drop in blood pressure. It was also noticed that the feet of the closure device did not fully open. Transesophageal echocardiogram imaging showed that there was a pericardial effusion with a cardiac tamponade. The patient was given a low dose of inotrope and 1 unit of blood. The physician inserted a pericardial drain to remove the fluid from around the patients heart. After the effusion was drained the patient stabilized and the inotrope support was discontinued. The closure device was checked for release criteria and after having been met the device was released in the laa of the patient. Following the procedure the patient was sent to the intensive care unit with the pericardial drain still in place. The patient was stable and doing well following these events. The plan was to remove the drain later that night and discharge the patient in 1-2 days. There were no other complications that were reported to have occurred.